Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt's blood glucose levels reportedly have been elevated for the last 2 weeks: her blood glucose levels ranged from 218-389 mg/dl middle of the night around 2am when her target is 150 mg/dl. The pt contacted animas because she discovered that the time format in her pump was incorrect: it was set to am instead of pm, which impacted her basal settings. The animas rep walked the pt through correcting the pump settings and confirmed that the basal settings are now correct. The pt also recalled her blood glucose reading "high" on her meter on an unk date. The paramedics were contacted but she was not transported to the hospital. The pt went to the hospital the following day to get "checked out" the pt was unable to provide any times and additional details of this incident.

Manufacturer narrative:
The serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the pump was no longer available for investigation. The investigation was closed on (B)(4) 2012 due to the pump being unable to investigate.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.